Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that six years after being implanted, this right ventricular (rv) lead had an increase in threshold measurements and pacing impedance measurement of 1,800 ohms. Since then, the threshold measurement has continued to increase and the pacing impedance measurements were greater than 2,000 ohms. Additionally, the shock impedance measurement was greater than 133 ohms. As a result, the rv lead was surgically abandoned. No adverse patient effects were reported.